Event description:
It was reported that in removal and replacement of an intraocular lens (iol), the incision was required to be enlarged and a vitrectomy was performed. No further information has been provided.

Manufacturer narrative:
Date of birth: unknown. Sex: unknown. (B)(4) - incision enlargement. Placeholder.